Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-16862. It was reported that after patient experienced a series of falls, therapy changed and was subsequently lost. It was also noted that the patient had lost significant weight. Lead diagnostics showed full impedances on both leads. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.